Manufacturer narrative:
The technician replaced the missing screws to secure the upper pivot to the top cane to repair the bed.

Event description:
Information received indicates the right siderail will not stay up.